Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure stripes on screen was confirmed. However, "pink colors are observed" on the screen was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charged coupled device) was broken and therefore a noise (stripes) image occurred. A root cause could not be identified and since the device malfunction was not confirmed for "pink colors are observed" during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope exhibited stripes and pink colors on the screen. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h2, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.